Event description:
It was reported that the patient received inappropriate hv shock therapy when drying their hair. The patient remotely transmitted the episodes and presented to the hospital, but the physician could not check the events because it had been cleared after they have been transmitted remotely. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.